Event description:
It was reported that the pt reports of a degradation in hearing performance. It is not known whether the pt was involved in an accident or impact. Testing in situ carried out on (B)(6) 2012 shows 7 electrode channels in status hi, and 1 electrode channel in elevated impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.